Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation dirt was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that there was visible foam degradation and the unit scrapped.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b event date and due date updated (in previous report it was capture wrong and corrected in this report)